Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and hypermobile urethra. It was reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia. No additional information was provided.(B)(4).

Manufacturer narrative:
Patient code: (B)(4) - urinary hesitancy additional narrative: it was reported that the patient underwent mesh excision on (B)(6)2016 by (B)(6). It was reported that following the procedure patient experienced urgency, urinary hesitancy and urge incontinence.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.